Event description:
It was reported that the patient presented for a procedure to implant a new implantable cardiac monitor (icm). It was noted during the procedure that no sensing could be obtained, though mapping was performed prior to implant to ensure good placement. No signals were detected though repositioning attempts were made. The icm was not exchanged. The case was abandoned as the physician didn't want to make another incision in the patient. The patient was stable.

Manufacturer narrative:
The reported event of failure to sense was confirmed. The device was received in normal working conditions with battery voltage above eri. Analysis performed indicated that the device failed to sense, however, the cause of the sensing anomaly could not be determined.